Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming circuit disconnect, low peak inspiratory pressure (pip), and low exhaled volume (ve). There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the exhalation pressure transducer is unresponsive to pressure. This issue will be internally investigated within carefusion.